Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated atellica im troponin I ultra (tni-ultra) result on a patient sample. A siemens customer service engineer (cse) was dispatched to the customer site for system inspection. The cse on inspection, observed bubbles in the wash manifold coming from the wash displacement (wswd) line. All wswd associated valves and the wswd pump, input and output fittings were replaced. Reagent probe 1 was replaced to improve the dispense test. The luminometer, wash block 1 and wash block 2 were removed and cleaned. The secondary vacuum regulator was reset, and the instrument was primed. An auto-check was performed, calibration and quality control (qc) were acceptable. The analyzer was fully functional on departure and returned to service. There have been no additional issues reported by the customer since the service visit. A potential product issue was not identified. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The assay is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated atellica im troponin I ultra (tni-ultra) result was obtained by the customer on a patient sample. The same sample was repeated on the original atellica im system and on another atellica im system, all resulting lower. The lower tni-ultra result was reported to the physician(s) as the correct result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, falsely elevated atellica im troponin I ultra (tni-ultra) result.